Event description:
The pt had multiple pedicle screws placed in the lumbar spine on (B)(6) 2011. The pt had continued back pain. The pt had a trial of a spinal cord stimulator placed in (B)(6) 2012, with minimal relief of pain. In (B)(6), the pt had an exacerbation of pain including pain in his upper back, radiating to the right. The pt underwent surgery on (B)(6) 2012 for removal of two broken l2 screws.